Manufacturer narrative:
The ilet report was not reviewed as the report available data ends prior to the reported event date. No product was returned for evaluation. The ilet logs were not reviewed by beta bionics failure investigation department as current available logs end on 3/2/24, prior to the event date. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues I/identified that would have impacted this event. Based on the review of the case notes, failure to enter a bg value or connect to a cgm during bg-run mode as required as well as failure to recognize that insulin dosing had stopped likely contributed to the dka event. However, due to the absence of data from the ilet report and device logs, we are unable to fully investigate this event at this time and it is possible that other factors contributed to this event. If the product is received at a later date, or the ilet engineering logs are synced, the complaint will be reopened and investigated accordingly.

Event description:
On 3/21/24 a beta bionics clinical diabetes specialist (cds) was notified by a healthcare provider (hcp) that an ilet user experienced a diabetic ketoacidosis (dka) event. The exact date was not disclosed; however, the event did occur sometime in the week prior to 3/21/24. The hcp reported the user went into dka as their pump stopped working without a continuous glucose monitor (cgm). The user reported they were entering their finger-stick blood glucose (bg) readings appropriately into the pump. The user reported they saw a message that stated that insulin delivery would continue for 8 hours after they entered their bg; however, the pump stopped delivering much earlier than that during the night. The user reported they were unaware that the pump stopped giving insulin. The user stated when they woke up that is when they heard the alarm and they were already feeling very sick, had high bg and large ketones. As a result, the user went to the ER. It is unknown what treatment the user received at the ER. The hcp reported the user is back on manual injections (mdi) for now. Attempts by beta bionics customer care to follow-up with the user have been unsuccessful.